Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for the same event it was reported from the (B)(6) that during testing it was observed that the universal battery charger device was not working as the red triangle light was coming on when the battery devices were in the bays. The reporter stated that new battery devices were tested to see whether this was the issue, but when placing the new battery devices into the charger, there was a spark/smoke from the universal charger device and the battery devices were showing no charge. The event was not related to a surgical procedure. It was reported that there was no delay to a scheduled surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition could not be duplicated or confirmed. An assessment was performed on the device which determined the unit passed all testing. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.